Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event it was reported that the small battery drive device and the oscillating saw attachment device were running rough while in use together. The event was not reported to have occurred during surgery. It was not reported if there were any delays to a planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of event: date of event was documented as unknown in the initial report. The date of event has been updated as (B)(6) 2015. During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during a tibial plateau leveling osteotomy (tplo) surgery on a canine. There was no human patient involvement reported as this was a veterinary procedure. There were no delays in the surgical procedure as a spare device as available for use. There were no injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.